Event description:
It was reported that there was high impedance of greater than 9000 ohms. Both the lead and the ICD were explanted. No patient complications have been reported as a result of this event.